Event description:
The customer reported that the system failed to boot up. There are no reports of injury or death associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The rtos, gpos, and the power supply were replaced during the service call. The system was tested and found to be working as intended and returned to service.